Event description:
During pre test of the shunt, leakage occurred in front of the blue stopcock. A new shunt was used to complete the procedure. It was not in contact with the patient. No injury was reported to the patient.

Manufacturer narrative:
The device was not returned for investigation. However, the provided photo confirmed the report. Investigation into previous issues with a similar report has found the root cause of the malfunction to be a manufacturing operator error, not enough glue was applied on the stopcock joint during the assembly process. Due to reports of similar issues, the product design is being reviewed through (B)(6) to address this issue. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements.